Event description:
It was reported via repair work order that the cot will not unlock due to a damaged lock bar, trolley, spring, and plunger. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The customer did not want the unit repaired at this time.

Event description:
It was reported via repair work order that the cot will not unlock due to a damaged lock bar, trolley, spring, and plunger. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.